Event description:
It was reported that after a digestive (colon) procedure, the device would not staple. The patient was reopened as a result of sepsis. The doctors then noticed that the tissue was stapled on the colon side (staples behind) but not on rectal side (front). They then picked another device (lot unk) with a blue cartridge (lot unk) for suturing. On (B)(6) 2013, they re-operated on the patient, the suture was opened again. Re-operated with a third device (lot unk) but the cartridge was changed. They used a green cartridge, the suture opened again, they then they made the suture manually. To date, the patient is well.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information received: were staples seen in the body cavity? No. Which firing did this occur? The first one. Were the previous firings successful? It was the first one. Was a leak test performed? I don¿t think so. How long after the first procedure, did sepsis occur? 4-5 days. Were any staples seen on the rectal side? No. Is it during the second procedure where a blue cartridge was used to repair the deficit? Yes. During the third operation, when you state the sutures opened again, do you mean the staples? Were any staples observed? What did the staple form look like? No answer. Did the staples open during the third procedure after using the green cartridge and repaired with sutures? Yes. What was the condition of the patient s tissue? I don¿t know. Has the patient undergone chemo/radiation therapy? Probably. What was the indication for surgery? Rectum resection.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition, 5 reloads were received, reload b was received fully fired, reloads c, d, e and f were received sterile. The device was tested for functionality with returned cartridge reload c and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.